Event description:
During the implant procedure, the helix was unable to extend and a failure to sense was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of no sensing and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted directly at the inner coil. The cause of the helix mechanism issue was isolated to the helix being clogged with blood and overtorque of the inner coil. The reported event of no sensing was confirmed. Electrical testing found internal shorting due overtorque of the inner coil consistent with procedural damage. The cause of the report of no sensing was due to internal shorting due to procedural damage.